Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that during deployment, prior to unlocking the deployment lock, the delivery system was pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device return status updated from returning to not returning.

Event description:
Subsequent to the initially filed report, the following information was provided:it was reported that the procedure was to treat a 4mm diameter lesion in the 90% stenosed and calcified right popliteal artery. Atherectomy and balloon angioplasty was performed prior to stent deployment. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during an unspecified procedure there was an issue involving 2 supera self-expanding stent system (sess). The first 5.5x120mm supera sess was advanced to the desired location. However, during the release of the sess from the catheter, the stent released without having to activate the final release lock. The same problem occurred with a second same sized supera sess. There were no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.